Manufacturer narrative:
Potential lot numbers: ur17c25028 and ur17c31018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked during an infusion with an unspecified solution. Blood was observed coming from the IV catheter. When further inspected, it was identified the plastic piece was still connected to the catheter, while the tubing was no longer connected. The amount of blood loss was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot ur17c25028 was manufactured on (B)(4) 2017; lot ur17c31018 was manufactured on (B)(4) 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the tubing had separated from the luer activated device. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted for both potentially associated lots, and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.